Manufacturer narrative:
Reported event: an event regarding revision due to pain involving an abgii modular device was reported. The event was confirmed. Method & results: -device evaluation and results: device evaluation was not performed as no devices were received. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no reported discrepancies. -complaint history review: similar events have occurred for the rejuvenate modular product family. These events were determined to be associated with ra 2012 067 conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported revision due to pain, metal in blood stream, infection, discoloration of tissues is considered to be under the scope of this recall. No further investigation is required.

Event description:
This record for revision on (B)(6) 2023. Patient reported a closed reduction on (B)(6) 2023 for a right hip dislocation performed in the emergency room. Patient stated surgeon plans a revision at the end of the summer (as patient has summer plans). Patient would like to know if parts subject to a recall. Patient is seeking compensation but has not yet retained an attorney. Update (B)(6) 2023 wg: dr reports patient is in need of a right total hip revision due to adverse factors from a previously implanted abg modular hip stem done on (B)(6) 2011. Dr decided to revise through an anterior approach. The stem and head were carefully removed with a burr and osteotomes. Once removed he decided to replace the liner as well, the liner was removed and replaced. The stem was replace with a short citation size 2 and a new +7.5mm head was decided to be most stable and appropriate. This revision was performed successfully without incident.

Event description:
This record for revision on 11/01/2023. Patient reported a closed reduction on (B)(6) 2023 for a right hip dislocation performed in the emergency room. Patient stated surgeon plans a revision at the end of the summer (as patient has summer plans). Patient would like to know if parts subject to a recall. Patient is seeking compensation but has not yet retained an attorney. Update 01/november/2023 wg: dr reports patient is in need of a right total hip revision due to adverse factors from a previously implanted abg modular hip stem done on (B)(6) 2011. Dr decided to revise through an anterior approach. The stem and head were carefully removed with a burr and osteotomes. Once removed he decided to replace the liner as well, the liner was removed and replaced. The stem was replace with a short citation size 2 and a new +7.5mm head was decided to be most stable and appropriate. This revision was performed successfully without incident.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall. No further investigation is required. H3 other text : device not returned to the manufacturer.